Manufacturer narrative:
The device was returned for evaluation, and longevity anomaly. The pacer was received from the field with battery voltage above elective replacement level. Visual inspection of the header and connector found no anomaly related to field concern. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Review of the device image indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Further analysis at various pulse amplitudes indicated normal current levels and no longevity anomaly was detected. Longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is being submitted for the programmer as a part of the programmer longevity estimator software error field action (FDA recall number: (B)(4)) set of complaints. Should any additional information be obtained, a supplemental report will be issued.